Manufacturer narrative:
The customer performed a power shut down of the instrument and reboot, which resolved the issue. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the wash solution had leaked into the hydro compartment of the unicel dxc 800 pro synchron chemistry analyzer. The customer was unable to identify the reason for the leak. No injury or operator exposure was reported for this event.